Manufacturer narrative:
Manufacture narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient with pre-existing amblyopia experienced refractive surprise. The lens remains implanted. The cause of the event was other.

Manufacturer narrative:
B5: patient later experienced lens opacity and refractive change over time. Claim# (B)(4).